Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the buttons were unresponsive to new battery. Customer¿s blood glucose was unknown at the time of incident. Customer stated that act and esc buttons barely works and hard to press. Customer stated that the rewinding was longer. Customer stated that the insulin pump had no delivery alarms. Customer stated that the battery cap was worn. The insulin pump will not be returned for analysis.